Event description:
Upon removing ablation probe after saline-infused radiofrequency ablation (using the 15-mm active tip stryker optablate), the integrity of the ablation probe was disrupted. Imaging revealed the radiopaque tip of the catheter (second gold sensor measuring 0.5 cm) was retained in the t-8 vertebral body. The procedure performed was an ir kyphoplasty, ablation and biopsy.